Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and based on the information provided by the account, a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation resulting in dyspnea appears to be related to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was implanted successfully. The final mr was grade 1. On (B)(6) 2025, the patient returned symptomatic with dyspnea. It was observed using a transthoracic echocardiogram (tee) that the mitraclip device had a single leaflet detachment (slda). The posterior leaflet was detached and the mr was recurrent at grade 4. On (B)(6) 2025, an additional mitraclip was implanted to stabilize the original clip. The final mr was grade 1. There was no clinical significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. A mitraclip xtw was implanted successfully. The final mr was grade 1. On (B)(6) 2025, the patient returned symptomatic with dyspnea. It was observed using a transthoracic echocardiogram (tee) that the mitraclip device had a single leaflet detachment (slda). The posterior leaflet was detached and the mr was recurrent at grade 4. On (B)(6) 2025, an additional mitraclip was implanted to stabilize the original clip. The final mr was grade 1. There was no clinically significant delay.